Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the display's power distribution board. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.